Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the expiration date is currently not available. Additionally, the serial number for the device involved in the event was not provided; therefore, the full UDI is currently not available. H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found to be broken from the proximal tip. The broken fragment was not returned for evaluation. The reported allegation cannot be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was not confirmed as the observed condition of the xpdm quick-con si poly scwdrvr would not contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a review of the receiving inspection (ri) xpdm quick-con si poly scwdrvr was conducted identifying that lot number was mi117532 released in one batch. Batch 1: lot qty of (B)(4) were released on 15 jun 2022 with no discrepancies. Supplier: micropulse incorporated. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on april 19, 2024, the tools quickly lost their utility features. They were deformed and could not be used correctly and safely without delay in the procedures. To complete the procedure, the physician used another product of the same type. The patient status was reported as good. Upon investigation of the returned devices, the item was found to be broken. This report involves one expedium spine system quick connect si poly driver. This is report 3 of 3 for (B)(4).